Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) that she woke up on (B)(6) 2016 with dizziness and nausea at approximately 4 am. She was transferred to the emergency room (ER) and the implantable neurostimulator (ins) was interrogated. All impedances were within normal limits at 3.0 volts. She was waiting to be transferred to a hospital and denied trauma or illness. It was unknown what diagnostics, troubleshooting, actions, or interventions were performed and if the issue was resolved. The patient¿s indication(s) for use were movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was admitted to the hospital a month prior to their office visit on (B)(6) 2016. It was reported that the patient awoke in the morning with the sensation of the room spinning as they were getting out of bed and contacted ems for fear of falling. It was noted that the patient reported having poor memory surrounding the situation. It was reported that the patient¿s symptoms were resolved at the hospital, but that the patient was found to be hypertensive. A head CT was performed and was normal. It was reported that the hospital was concerned that the dizziness was related to the patient¿s dbs, and the patient was transferred to another hospital for further evaluation. It was noted that testing at the hospital turning the device off and on did not show any changes in the patient¿s symptoms. It was reported that the patient was evaluated and it was determined that the etiology of the dizziness was likely not related to the patient¿s dbs. It was reported that the patient had low oxygenation and was prescribed home oxygen. It was reported that the patient had worsening tremor, and that the benefit received from the change in programming at the last visit was lost when the patient got home. It was reported that the patient was transferred to family medicine service for work up of dizziness. A normal neurological exam with some psychomotor retardation likely baseline and a mild tremor also thought to be baseline were observed. The patient had negative orthostatic testing and normal thyroid-stimulating hormone, albumin and glucoses. Telemetry did not show any acute events that would suggest relation to dizziness. It was reported that EKG was normal, except for some artifact due to dbs. It was reported that the patient met criteria for major depression, which the patient acknowledged might be a component of poor diet, sleep, mood, and may potentially worsen their psychomotor function. It was reported that the patient had slowed speech and depressed mood. It was noted that the patient required oxygen during the hospitalization and was discharged on 2l home oxygen. At the patient¿s office visit a month after this event, it was reported that the patient had been very upset with the whole situation of the oxygen and the outpatient workup she was going through. It was noted that the patient feels that tremors get worse when they are upset. It was also noted that the patient was perceiving more tremors on the left side of the body. It was reported that the patient had difficulty perceiving benefit and distinguishing tremors from side effects, so programming was difficult. It was reported that the hcp suspected the patient was having capsular side effects consistently on contacts 1 and 2, which were thought to be the most likely to be beneficial for the patient per thresholds. It was stated that bipolar and double monopolar configuration at low voltages were attempted, and patient seemed to tolerate it well, but no appreciable differences in clinical benefit were noticed. It was reported that since the patient was discharged they had been less energetic and had decreased appetite. Patient¿s blood pressure was 158/78 mmhg and pulse was 95 bpm. The patient was reported to be taking the following medications: amlodipine (2.5 mg), cholecalciferol (5,000 units), levothyroxine (75 mcg), metoprolol tartrate (25 mg), naproxen sodium (220 mg), omeprazole (20 mg), and probiotic product (1 tablet) daily. Patient¿s final programming status is recorded below. Final state 1-, 3+ 3.2 v 90 pw 180 hz 2096 ohms programming groups a: 1-, c+; 2.6 v; pw 90; 135 hz b: 1-, 3+; 3.2 v; pw 90; 180 hz c: 1-, 2-, 3+; 2.5 v; pw 90; 135 hz.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.